Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the waveform went flat with dashes for the spo2. He checked the sensor, noticed the led was not illuminated. Disconnected then reconnected sensor from cable. Led working correctly. A short time after, the waveform again went flat and led was not illuminated. Finished the case using lnop sensor and cable. No patient impact or consequence reported.

Manufacturer narrative:
The returned cable was evaluated. During evaluation the cable passed all visual and functional testing. The cable was determined to be functioning as designed.